Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient¿s most recent lactate dehydrogenase (ldh) was 285 u/l and inr at the time of the event was 2.5. The patient is on 325 mg aspirin and reports no further elevated powers. The patient is doing well aside from being noncompliant and will continue being monitored.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with an elevated lactate dehydrogenase (ldh) and frank hematuria associated with pump powers and flow estimation elevations. The patient¿s blood pressure and volume was reported to be stable. The manufacturer¿s technical services representative reported that the log file revealed fluctuations in power and flow estimation.

Manufacturer narrative:
Analysis of the system controller log files that were provided by the account confirmed transient elevations in power and flow; however, a direct correlation between the left ventricular assist system (lvas) and these findings could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.